Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with two 300cc mentor smooth round moderate profile saline breast prostheses, suffered right breast implant deflation, post-operatively. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2020 with the following devices: (right) 375cc mentor memorygel breast implant catalog: 3503751bc lot: 9426750 sn: (B)(4) and (left) 375cc mentor memorygel breast implant catalog: 3503751bc lot: 6941340 sn: (B)(4).

Manufacturer narrative:
On april 19, 2020, the product investigation was completed. Device investigation summary: during visual evaluation, an anomaly was observed on the posterior view of the device consistent with a crease/fold. A tear measuring approximately 0.2 cm was also observed within the crease/fold. The evaluation determined that the deflation is consistent with a crease fold deflation. A crease/fold failure is a known inherent risk associated with the use of saline-filled mammary prostheses. A second product was received (product code 3501645 and lot number 5708529) and is a concomitant device (contralateral). No adverse events were reported for this device, therefore no further analysis is required. As part of our quality process, the manufacturing records of this lot number 5724837 were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).